Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilation stopped during patient use. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined by dräger service, and the log file was made available for further investigation at the manufacturer¿s site. Based on the device testing, no indication of a permanent device fault was found; the device was tested according to the manufacturer¿s specification without replacing any parts and the reported fault was not reproducible. Based on the log file analysis, the reported stop of ventilation could be confirmed. The logged error codes indicate a temporary deviation regarding the blower speed and the pressure measurement. The temporary deviation regarding the blower speed was identified as root cause of the reported stop of ventilation. The device continuously monitors the state and the function of internal components, sensors and software modules. If an unacceptable deviation between measured blower rotation speed and the set value is recognized during ventilation, the high priority alarm "device failure !!!" Is generated and an ongoing ventilation is not continued as the device switches to patient safe mode. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device further alarms if the pressure measurement is impaired e.g., due to a malfunction of the pressure sensor and/or an obstructed leakage valve in the breathing hose system. In the current case, the carina device reacted as specified to the deviation by generating visual and audible technical alarm and opening the emergency breathing valve to allow for spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilation stopped during patient use. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.